Event description:
It was reported that the patient experienced an intermittent shocking or jolting sensation in the foot and a the lead site (the middle of the back). This occurred following a fall on the patient's right side, onto pavement. It was later reported that he patient had been pushed in the middle of the back "a few months ago". Impedance readings were normal. Palpation caused changes in the stimulation. The patient experienced pain in the implantable neurostimulator pocket. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).